Event description:
Two staff were transferred the resident out of bed with the toileting sling into her chair. One staff had pulled the lift back away from the bed, had stopped and was starting to turn the lift towards the chair when she heard a popping sound and the left shoulder of the loop sling came off the hanger bar and the resident's left shoulder slipped out of the sling. Resident hit her head on the base of the lifter. They have lifted and repositioned the resident into bed. The resident was sent to the emergency room. Please refer MFR report # 9681684-2013-00041.